Event description:
The complainant alleged that while attempting to defibrillate a pt in cardiac arrest in coarse ventricular fibrillation, pads were placed on the pt in an attempt to defibrillate. When they attempted to charge the device the screen displayed a "poor pad contact" message. The pads were moved and they attempted to charge the device again without success. The clinicians checked to make sure that the device was in defib mode, but the device would flash a monitor/defib default each time they attempted to charge the device. The complainant was able to obtain a responding fire dept device, a non-zoll AED, but indicated that they were unsuccessful defibrillating the pt with that device also. The pt was transported to the hospital. At the hosp the clinician changed the device's battery then attempted to test the device but it displayed the same default. The pt subsequently expired. The unit was later tested but the device would not charge and displayed "defib fault 78" and "defib fault 72".